Manufacturer narrative:
Additional information: the returned screw was evaluated. There were scratches found on the outside of the screw's tulip. The first thread inside the tulip is deformed. The root cause cannot be determined since there is no information available regarding how the device was being used when it was damaged. However, the thread deformation is consistent with cross-threading the closure top within the tulip. A review of the manufacturing records did not identify any issues which would have contributed to this event.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
A pedicle screw with damaged shaft threads was returned to zimmer biomet without any event information. Attempts to obtain event information were made but no further information was made available.